Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and replaced. The physician noted during the replacement procedure that the replacement rv lead had a slight kink. The replacement rv lead remains in use. No patient complications have been reported as a result of this event.